Manufacturer narrative:
Evaluated one open/used reservoir. Performed pre-fill reservoir test. Found no air bubbles anomaly during analysis. Checked o-rings/stopper groove for defects and none were found. Conclusion: no air bubbles when plunger was disconnected from reservoir, performed manual test and found plunger easy to release from stopper-plunger.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that an air bubbles was present in the reservoir of the insulin pump. The customer's blood glucose level was 290 mg/dl. The customer was assisted with the troubleshooting for air bubbles. The device will not be returned for the analysis.